Manufacturer narrative:
Product analysis: as found condition: the concerto device was returned for analysis within a shipping box; within a sealed plastic biohazard pouch; within an opened concerto inner pouch and within an introducer sheath. The unknown boston scientific stc micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: no damages were found with the introducer sheath. A large amount of blood was found within the introducer sheath and on the device. The pusher tack welds were found broken. The concerto pusher was found bent at ~77.0cm from the proximal end. The concerto implant coil was found damaged. Testing/analysis: the concerto device could not be advanced out of the introducer sheath as it was found stuck due to the blood. The concerto device could not be used for resistance testing with an in-house micro catheter due to the damaged condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the coil could not be deployed due to blockage inside the microcatheter. The device was inspected with no issues noted. It was also noted that this is the second time that this event happened and they even performed continuous flushing as suggested. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a renal artery. There were no abnormalities reported in relation to anatomy. Additional information received reported the resistance occurred with the coil in proximal end of the microcatheter. It was noted that there was also resistance in the sheath when retrieving the coil. There was no damage observed to the coil or the catheter. The same catheter was used successfully to deliver other coils. Ancillary device: boston scientific stc catheter.